Event description:
Patient admitted for failure to thrive, pneumonia, renal insufficiency. Patient was on hemodialysis and ventilator support. The patient was receiving fentanyl 1000mcg/100cc, set to run at 5cc per hour.the 100 cc bag was empty in 1 1/2 hours and patient suffered respiratory arrest. The patient was unresponsive on ventilator, was bagged for o2 (oxygen) sat. Of 62%, bp (blood pressure) 100/50. 20 minutes later, patient's bp and pulse dropped and went into pulseless v-tach; self converted into sinus rhythm. Did not receive narcan.